Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the jaws of the thunderbeat broke off inside the patient during a total laparoscopic hysterectomy procedure. The fallen piece was retrieved using a second thunderbeat. The procedure was delayed by less than 30 minutes and was completed using a backup device. There were no further reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was detached from the device. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is: cause traced to component failure ¿ expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.